Event description:
Customer reported a rapid blood glucose drop that rendered him unconscious. He stated that the drop was so rapid that the sensor failed to alert him. He checked the blood glucose again and was at 134 mg/dl. Customer had been hospitalized for low blood glucose around 40 mg/dl. He stated that when he fell, that he became alert enough to treat himself with glucose tablets. He also reported that the auto off feature had been waking him up at night. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.